Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres at 1 second, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.